Event description:
Device 1 of 2reference MFR. Report: 1627487-2014-03562additional historical information from the medical chart review identified the patient's entire system was explanted on (B)(6) 2012 per the patient¿s request.

Event description:
It was reported the pt is experiencing discomfort at his scs ipg pocket site when stimulation is on and when stimulation is off; however, the scs ipg pocket site is irritated more when stimulation is on. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.